Event description:
Pilot balloon missing from endotracheal tube. Nursing discovered air leak in ett and blue pilot balloon was missing. Pt had to be reintubated by anesthesia on two separate occasions. No packaging was available from either ett. Second ett saved. Purchasing dept has pulled remaining ett in stock and nursing was advised to remove the same type of ett from their crash cart.